Event description:
A report of a corneal ulcer was received on (B)(6) 2014. Consumer reported an addition to "codeine" which caused him to have "sinus" issues. The pt experienced "red" and irritated eyes and therefore, went to see an ophthalmologist who confirmed he had a "corneal ulcer" in his right eye. On (B)(6) 2014, the consumer called back and stated he is feeling much better but lens wear has not resumed. He also stated he does not think the "issue" is related to contact lenses as he has recurring sinus infections and his eyes get blood shot and hurt. On (B)(6) 2014, additional information received from the ophthalmologist indicating a male pt (B)(6) years of age was diagnosed with central corneal ulcers 6mm od (right eye) and the start of a corneal ulcer os (left eye) from over wearing contact lenses. During an exam on (B)(6) 2014 the pt reported having severe redness and pain; right eye worse than left. The pt stated the right eye felt infected 4 to 5 days prior to exam visit. Pt also reported burning, watering/tearing, foreign body sensation and blurry vision. Floaters are also present in both pt's eyes. Pt has had problems with diplopia (double vision) and blurriness after a care accident (unk). Pt advised to not wear contacts again and to only wear glasses. The ophthalmologist advised pt that he is 60 percent away from losing his right eye and vision because the cornea is so severly damaged at this time. The medical records indicated the pt immediately start vigamox every hour, right eye while awake and every 4 hours in left eye while awake. Bacitracin ointment 3x per day in right eye and 2x per day in left eye. The ophthalmologist instilled tobramycin drops and bacitracin ointment into both eyes. On (B)(6) 2014 additional information received from the ophthalmologist indicating on (B)(6) 2014; pt called on (B)(6) 2014 to let doctor's office know he is scheduled for sinus surgery (balloon inflation) on (B)(6) 2014 with a different office. Pt is still using the drops and complains that he cannot see out of the emergency temporary glasses. The pt wanted something quickly before he left the office and his prescription was not in stock and it is not his exact prescription. Again on (B)(6) 2014, pt reported experiencing eyes feeling achy, dull and throbbing with sensitivity to sunlight. The pt again insisted that he has worn contacts for over 20 years with no problems, and he doesn't think his right corneal ulcer and was caused by the contacts. The pt stated his sinus doctor said he has fungus in his sinus and that probably caused his eye problems. A culture was not performed. The pt has abrasion, severe corneal ulcer and infection that were caused by the contacts. The pt was told he cannot wear the contacts at this time or else the ophthalmologist will have to discharge him as for not following instructions and putting his eyes at risk and possible vision loss. The pt was also instructed by the ophthalmologist to not sleep in lenses and change every 2 weeks. However, the pt constantly wears them and sleeps in them.

Manufacturer narrative:
(B)(4). The complaint sample was not returned for evaluation. A lot trending review was performed for lotrafilcon a product (unk lot) and did not indicate any adverse trend. (B)(4).